Event description:
Customer reported that the scalpel blade disconnected from handle and required extraction. Physician noted this might have happened due to "morbid obesity and antiquated nature of the scalpel handle". It was also noted that the knife handle was very old. As a result, the surgeon had to make the incision slightly longer to remove the device.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed